Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly after leaving the battery out of the insulin pump for too long; the esc and act buttons became unresponsive while trying to clear a battery out limit alarm. The patient's blood glucose at the time of incident was 200 mg/dl. However, her blood glucose later became 450 mg/dl. She treated the high blood glucose via manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board. Unable to confirm unexpected battery out limit alarm and low reservoir alert due to buttons unresponsive also, unable to perform any tests due to buttons unresponsive. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.